Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began before lunch on (B)(6) 2017. The reporter claimed the patient obtained blood glucose readings of ¿144, 245, 118 and 180 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with a fixed dose of insulin. In response to the alleged inaccurate results, the reporter claimed the patient administered a dose of 5 units of insulin and then experienced symptom of ¿vision little off.¿ the patient reportedly consumed vegetables and a hamburger at 12:11 pm as self-treatment for the symptom. The reporter denied the patient used any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.